Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. Pt reported that their implant started acting "sluggish" sometime around 2 years ago (pt was unsure of an exact timeframe/date). Pt stated that it started taking them longer to charge and also noticed that the battery was depleting faster than normal. Pt stated that they recently discussed this with their physician and their physician recommended possibly replacing their implant. Pt mentioned they have an upcoming appointment scheduled with their physician. Pt reported that about a year ago, their external equipment was thrown away. Additional information received from the patient on 2021-oct-18. It was reported that the patient hadn't charged their implant in over 2 years, and they talked with a representative who had them perform the reset over the phone to get the ins out of the overdischarged state. The patient claimed they were then able to charge the implant almost completely, but can't connect and needed to get into MRI safe mode. The patient received poor communication with their programmer and recharger antenna. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. When the manufacturer representative was interrogating the implantable neurostimulator on (B)(6) 2021, end of service (eos) was displayed. The patient needs an MRI and has not been able to advance beyond the eos screen to determine MRI eligibility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID serial# was returned for product analysis. Analysis found the implantable neurostimulator (ins) is at end of service (eos) due to three overdischarges. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned for analysis.

Event description:
It was reported the patient needed an MRI of their lumbar spine. The battery had reached eos and they could not recharge the ins. The patient met with their manufacturer representative over the weekend to attempt to jump-start the ins but was unsuccessful. Additional information was received. It was reported the patient was not planning on having the ins removed or replaced at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.